Event description:
On (B) (6) 2010, clinical specialist reported that the patient's mother stated the patient experienced a seizure on (B) (6) 2010 due to hypoglycemia. Clinical specialist stated the patient slept in on (B) (6) 2010. Clinical specialist reported the patient's mother stated she thought that the patient did not look good so she went to get her a glass of orange juice, but the patient had a seizure; they administered glucagon. Clinical specialist reported the patient's mother stated the patient's blood glucose at the time of the incident was 44 mg/dl and there had been to bolus delivered prior to the incident. On call back to the patient's mother, she stated the patient remained connected to the infusion device during the incident and was taken to the hospital at 11:20 am and released from the hospital within an hour. Mother reported an hour after the patient was released her blood glucose went down to 66 mg/dl; mother stated she disconnected the patient from her infusion device at 1:00 pm and returned to the hospital 15 minutes later. Mother reported by 2:00 pm the patient was reconnected to the infusion device and developed a headache after returning home. Mother stated on (B) (6) 2010 patient's blood glucose dropped from 115 mg/dl at 4 am to 50 mg/dl at 6 am. Mother reported on (B) (6) 2010 the patient's doctor decreased her basal rates and her insulin to carbohydrate ratio was also changed. On follow up call on 05/04/2010, patient's mother reported patient was doing well. Troubleshooting did not find any product issues. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.